Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.